Manufacturer narrative:
Integra has completed their internal investigation on march 9, 2018. It was reported that there was an issue with a pip. Additional information received that during an operation on (B)(6) 2018, the prostheses was being placed and ready to be pushed in the implant pip-200-20p-ww (173348t) when it crumbled. No force was used to enter the prostheses. Only a few pieces were able to be salvaged from the operation. The rest had crumbled so finely that the finger had to be rinsed in order to remove the residue. There was a ten minute increase in surgical duration; however, the patient was not injured, and there was no harm reported. The part has not been returned to date; therefore, no failure analysis is possible. The root cause of the reported event is unknown. In the past, similar issues that resulted in intra-operative pip fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection.

Event description:
It was reported that the device broke during a procedure. The prostheses was being placed and ready to be pushed in the implant pip-200-20p-ww when it crumbled. No force was used to enter the prostheses. No force was used to place the implant. Only a few pieces were able to be salvaged from the operation. The rest had crumbled so finely that the finger had to be rinsed in order to remove the residue. No patient injury reported and the event lead to 10 minutes surgical delay.

Manufacturer narrative:
Integra has completed their internal investigation. The part was returned and underwent failure analysis. The device was returned in several pieces as the picture provided with the complaint initially showed. Review of the DHR showed no nonconformances that would have caused/contributed to this event. The root cause of the reported event is unknown. In the past, similar issues that resulted in intra-operative pip fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection.